Event description:
This is a spontaneous report by a nurse from the USA of the patient made a mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient made a mistake and experienced touch contamination. On an unreported date the patient developed peritonitis and was hospitalized. Dates for the hospitalization for peritonitis were not provided. A peritoneal effluent culture was performed which revealed no growth. Treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should any additional information become available, a follow-up report will be submitted.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 115", "paddle fault", "system fault 36", and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to poor aseptic technique, as identified by the patient's nurse in the complaint file. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers (gd875559 and gd874826), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.